Manufacturer narrative:
H.6. Investigation: customer returned an image of the box of 4mm, 32 gauge pen needles. No needle clogs could be confirmed using this image; direct testing would be required. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow. The following information was provided by the initial reporter: material no. 320550. Batch no. Unknown. It was reported that insulin will not flow through pen needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown.(B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow. The following information was provided by the initial reporter: material no. 320550, batch no. Unknown. It was reported that insulin will not flow through pen needle.